Manufacturer narrative:
Testing of actual/suspected device/10: acquiring additional information on the status of the unit. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit's "battery in use" alarmed and persisted while the unit was plugged into the ac power. The unit read "rescue". The getinge emergency support consultant recommended that the customer re-engage the iabp into the hospital cart, which allowed the unit to switch over to hybrid but the unit would not recognize the ac power. It was then recommended that the customer switch to a new iabp to continue therapy and flag the affected unit for biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a